Manufacturer narrative:
This rv lead was explanted due to high thresholds. The patient no longer had indication for rv pacing, so the rv lead was not replaced. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This rv lead was explanted due to high thresholds. The patient no longer had indication for rv pacing, so the rv lead was not replaced. No adverse patient events were reported. Should additional information become available, this file will be updated. On (B)(6) 2020, it was reported that this lead had both high thresholds and noise. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This rv lead was explanted due to high thresholds. The patient no longer had indication for rv pacing, so the rv lead was not replaced. No adverse patient events were reported. Should additional information become available, this file will be updated. On (B)(6) 2020, it was reported that this lead had both high thresholds and noise. The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Further damages such as cuts in the insulation and a deformed conductor coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This rv lead was explanted due to high thresholds. The patient no longer had indication for rv pacing, so the rv lead was not replaced. No adverse patient events were reported. Should additional information become available, this file will be updated. On (B)(6) 2020, it was reported that this lead had both high thresholds and noise. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Further damages such as cuts in the insulation and a deformed conductor coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was repositioned due to dislodgement. The lead remains actively implanted.